Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp did not light up due to a faulty lamp socket (lamp socket a). The root cause of the faulty lamp socket a could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a video system, the lamp did not light. The issue occurred during preparation for use, and the diagnostic procedure (nasopharyngeal laryngoscopy) was completed with a similar device. There was no patient under sedation at the time, no procedural delay reported, and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to a defective lamp socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.